Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 411 mg/dl with ketones present. The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula was bent and the patient needed to vomit. Hyperglycemia treated with a new pod.